Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure when the left ventricular (lv) lead was being placed, the blood vessel was twisted, and the lead rebounded to the target blood vessel. After repeated attempts, the lv lead could not reach the distal end and the lv lead was removed. It was reported that there was also a setscrew problem on the cardiac resynchronization therapy defibrillator (crt-d). When the screw of the rv port was turned in the opposite direction, the screwdriver became damaged. The screwdriver bit swayed from side to side and could not be used. Two screwdrivers were damaged and replaced. The surgeon then used hemostatic forceps to hold the screwdriver and tried to screw out the screw, but the screw thread seemed slippery, and the screw could not be screwed in or out. The crt-d was not implanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.